Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "low vacuum" alarm message and stopped pumping. The unit's power was re-cycled and the unit displayed an "electrical test fails, code #52" message. Therapy was continued using manual fill until another unit arrived. The unit was then switched out with another unit and the power was recycled. The same error message occurred. The pt was switched to another unit and therapy was continued. No pt injury was reported.